Manufacturer narrative:
The device was inspected and tested on 14th may 2019. Within this inspection functional testing and visual inspection was made. The result was: the device was slightly out of specification. Interval of the supplier maintenance for the torque screw was exceeded by the customer. As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. But as it was a minor deviation we suspect that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted by customer on 29th april 2019. Customer stated that the clamp will not stay in place during set up, it slips.